Event description:
Pt took sugar test each day with the machine. It was giving a false reading. The machine's results were compared with hosp lab and found to be wrong. It was found out that the strips had been recalled earlier. Also see 1004503.